Event description:
The patient alleged that it would take several presses of the up arrow button before the pump would respond.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The pump's battery compartment was found to be cracked. In addition the following issues were found: the keypad was peeling at the "contrast" button and the "up" button was responding intermittently. Other keypad buttons were responsive. All keypad buttons were springing back normally. Adhesive was observed under button contacts. Contamination was observed under buttons.